Event description:
Additional information: it was reported that it was unknown if there was a csf leak related to the seroma and the md was still investigating. Pump study was done twice on (B)(6) and (B)(6). On (B)(6) yellow fluid was obtained and dye could not be injected; results of (B)(6) study were not known to the reporter. On (B)(6) the fluid from pocket was removed and sent for analysis to see how much morphine was in pocket fluid vs. Blood; results not provided. Patient condition was noted as the same and it was indicated that they were not receiving effective therapy. Morphine concentration was noted as 40mg/ml, daily dose 7mg/day.

Event description:
It was reported that the patient indicated catheter replacements on (B)(6) 2011 and (B)(6) 2010. Patient reported severe headaches, blurred vision, ringing in their ears, a metallic taste and increased baseline pain; wondering if it was a csf leak. Per patient, this has been going on for 3 years, but was getting worse. "The intensity is consistent." Patient states that in case this is not a csf leak, they did have their eyes checked and will be getting new glasses next week. Patient hopes that will help. Patient reports that no x-rays or MRI have been done of the patient's head to investigate other possible causes. Patient mentioned they were refilled on (B)(6) 2012 and that "clear liquid oozed out of the needle" and there was some fluid in the pocket. The patient requested an increase in medication; it was being adjusted. In early (B)(6) 2012, the hcp reported that the patient experienced a change in therapy effect following a catheter revision. The patient has a seroma around the pump and has not been getting pain relief. It was indicated that a cloudy fluid was pulled back from around the pump and when attempting to extract from catheter access port. The pump was delivering morphine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# unk, implanted: 2006 (B)(6), explanted: unk. Catheter model# 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Catheter: model#8709, lot# j10892r04, implanted: (B)(6) 2001 explanted: unk. Proximal catheter segment model#8578, lot# n084301, implanted: (B)(6) 2007, explanted: unk. (B)(4).